Event description:
It was reported that during a da vinci-assisted surgical procedure, the hook of the permanent cautery hook instrument would not bend. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information the customer was unable to give additional information and stated that the instrument will be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and was found to have a broken ceramic sleeve. Broken pieces are missing as a result of breakage. Additional findings: the instrument was found to have a broken monopolar yaw pulley at the tip where connects with the ceramic sleeve and one of the posts where it connects to the distal clevis. Broken piece is missing as a result of breakage. The instrument was found to have localized melting at the tip of the hook. The event is caused partially or wholly by the user of the device, including sample handling. The complaint was confirmed by failure analysis.